Event description:
Device malfunction: unknown device failure. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a femoral artery after an unspecified procedure. Reportedly, the clip was deployed but failed to achieve hemostasis. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.